Manufacturer narrative:
It was reported that the safety hook was installed too far back toward the ambulance doors causing the safety bar to possibly miss the safety hook.

Event description:
It was reported that allegedly when the cot was being pulled out of the vehicle the safety bar went over the safety hook and the cot dropped. The customer reported that the patient hit their elbow on the ground requiring medical intervention.